Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that after a da vinci-assisted right hemicolectomy procedure, the patient subsequently presented to the hospital with symptoms of a ¿partial occlusion¿ (bowel obstruction), necessitating an additional procedure. During the initial procedure, due to the patient's anatomy and a history of multiple previous surgeries, access was challenging. This necessitated frequent repositioning of the operating table and repeated docking and undocking of the robotic system. As a result, the surgical approach was converted to a laparoscopic procedure. Additional 5mm port sites were required during the conversion; however, none of the existing port sites were enlarged. The procedure was completed without further complication. At a later, unspecified date, the patient returned to the hospital presenting symptoms of a partial bowl obstruction. The specific details of the subsequent surgical intervention remain unknown.